Event description:
Facility reported the avf set dislodged from the patient's access after 2 hours of treatment and 300 approx 500cc of blood loss was reported. The patient was infused with saline until the patient's blood pressure has stabilized. No blood transfusion is required for the patient.

Manufacturer narrative:
Based on evaluation of preserved samples & DHR, no abnormality was observed. Furthermore, the patient has dementia and tends to move around a lot. In conclusion: no form-fit-function failure of the product detected. Hence, we like to conclude that the incident is non-manufacturing related and the complaint lot is able to function normally. From manufacturing records, qa records and preserved samples review, there was no abnormality associated to this product lot upon investigation. Actual cause was unlikely to be related to our manufacturing process. Based on feedback, the patient has "dementia" and tends to move around a lot. Moreover, the set was dislodged from patient's access only after two hours into the treatment. The movement of the patient during the treatment, the gravitational pull on the avf set, poor adhesion strength of the tape, patient's perspiration are possible factors that might result in the dislodge of avf set from the patient's access, resulting in blood loss. No corrective action will be applicable as reported incident is not related to any malfunction of our products.